Manufacturer narrative:
Concomitant medical product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had lost their remote and had to get a new one. It was reported that no x-rays had been taken but the por (likely referring to pmr-physician mode recharge) had been attempted. It was reported that a por had been attempted once, but the patient could not stay for a second attempt. It was indicated that the rep was going to be follow-up with the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that on the date of implant, in post-op, they noticed that the stimulation felt weird and was not where they needed it; they wanted it higher up. They informed the manufacturer representative (rep) that was present at the implant, and the rep tried adjusting stimulation, but they couldn't get the stimulation higher where the patient needed it. The rep suggested they wait until the post-op follow up appointment to try readjusting stimulation again at that time, but at the follow up appointment, the rep still was unable to get the stimulation where the patient needed it. During the first week post-implant, the patient was hospitalized because they needed an epidural catheter and close monitoring due to spinal damage they got from combat. During that week in the hospital the patient had multiple mris. The mris were unrelated to the device/therapy; they were for other unrelated health issues one of which was an adrenal gland tumor. During one of the mris that first week after implant, the patient had a head scan, which was fine but when they had their thoracic scan, the patient could feel the implanted device heating up and their surrounding tissue heating up. It was very painful. The patient stated they will never want to do another thoracic scan again. They confirmed that the MRI tech that performed that scan had obtained micrompatibility and followed the appropriate guidelines. The patient also confirmed that every prior device they had before this 5th implant, had all been completely removed/explanted. The patient also reported that their current implant is nothing like their previous 4 implants. Since having this implant, the patient has had new pain in their spine. They have had to start having radio frequency (rf) burn treatment to their spinal nerves because this implant has not been helping their pain. The last rf treatment they had was on (B)(6) 2019. The patient doesn¿t know if the new pain is from the surgery itself or from the device. They have so much pain in their back especially when they move. Also, stimulation still doesn¿t reach where it should. The patient was last in the clinic on (B)(6) 2019 and saw a doctor for their medication refills. The patient reported that they had an x-ray performed at some point after the implant, and due to the issues they were experiencing with pain and stimulation, they looked at the disc they were given with the x-rays on it. The patient reported that the x-ray showed that the 16-electrode paddle lead was hanging half-way out, which was clarified to mean that only the top 8 electrodes were on the spine and the rest of the lead was "like 45 degrees out from the spine" rather than flush against the spine, so they believe that the lead was not implanted properly. The patient could not recall when they reviewed the x-ray nor could they recall which doctor had ordered that x-ray. Due to the device not working, the patient stopped using the device and allowed the ins charge to die down. The ins ended up going into overdischarge. They spoke with a rep over the phone, who had instructed the patient how to clear / resolve the overdischarge. The patient could not recall the date this took place nor the rep they had worked with at that time. The patient has been to their pain clinic multiple times and has tried to ask questions to understand what has been going on with their device. They stated the doctors haven't given them an explanation for their experiences. The patient had also requested to meet with a rep, but the doctor's office hasn't scheduled an appointment yet for them to meet. The patient confirmed that their ins had gone dead again over a year and half prior to the report (sometime in 2017), and was in overdischarge again and couldn't feel stimulation because they allowed it to deplete again since it hasn't been working properly. Because the ins was dead again, the patient could not get the ins into MRI mode for another MRI they needed to get. The patient expressed a lot of frustration and stated they don't want to have any more surgeries, and therefore doesn't know what to do next. Follow up will be sent to the doctor to try and obtain additional information. No further complications were reported or anticipated.